Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: vaginal tape erosion updated: if procedure related and repeat/retreatment is selected, specify date : (B)(6) 2025.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. In (B)(6) 2024, mild vaginal erosion was noted. The patient required in-patient hospitalization or prolongation of existing hospitalization on (B)(6) 2024 and was discharged on the same date. The patient underwent vaginal mucosa revision and suture and the erosion was recovered/resolved without sequelae as of (B)(6) 2024. This event was reported as probably related to the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: vaginal tape erosion. The tape did not have any defect. We cannot assess if another tape would have prevented erosion, vaginal tape erosion.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: vaginal tape erosion => vaginal tape erosion. The tape did not have any defect. We cannot assess if another tape would have prevented erosion,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: vaginal tape erosion. Start date: (B)(6) 2024. Updated: if procedure related and repeat/retreatment is selected, specify date: (B)(6) 2024 - blank. Relationship to primary study procedure: not related - possible.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: vaginal tape erosion start date: (B)(6) 2024, end date: (B)(6) 2025, severity: moderate, is the adverse event serious? Yes, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2025 discharge date: (B)(6) 2025 resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? No relationship to primary study procedure: not related if the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment if procedure related and repeat/retreatment is selected, specify date: (B)(6) 2024 intervention/treatment: none: no drug therapy: no surgical procedure, therapy, or intervention: yes specify: vaginal mucosa revision non-surgical procedure, therapy, or intervention: no specify: blank blood transfusion: no other: no if other specify: blank outcome: recovered/resolved without sequelae did this event result in the patient¿s discontinuation of the study? No